Event description:
It was reported that the customer delivered a bolus overcorrection due to an inaccurate reading on the continuous glucose monitor (cgm). The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. The customer attempted to address the low bg by consuming glucose gel and juice, and then went to the emergency room (ER) on (B)(6) 2023 for two hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the ER the same day, 06/12/23 with no permanent damage. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.